Event description:
The lay user/pt contacted lifescan alleging that the product was having the following power related issue: meter does not turn on, which was unresolved with troubleshooting. The pt stated that the subject meter fell out of car onto the street and that is when the reported issue began. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.